Event description:
The customer returned this handpiece for service with the report that it would not function properly and is making squeaking noises. There was no report of serious injury or surgical delay associated with this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the handpiece was received for evaluation. The evaluation did not detect any squeaking noises from this handpiece. Further investigation found the handpiece has the potential to operate on its own intermittently in the safe mode related to controller failure. An investigation for this failure mode remains in process. Conmed linvatec will continue to monitor this device for failures.